Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: d9: complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. H6: photo investigation: the product was not returned to depuy synthes; however, photos were provided for review. The photo investigation revealed that '03.404.001s, ria 2 reaming kit 520mm sterile has the tube broken. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was confirmed as the observed condition of the ria 2 reaming kit 520mm sterile would contribute to the complained device issue. Based on the investigation findings, the bone harvesting kit has tube broken because of unintended forces, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. H3, h4, h6: device history record (DHR) review conducted: part# 03.404.001s. Lot # 15006p0. Manufacturing site: depuy synthes products, supplier; (B)(4). Release to warehouse date: 09 apr 2024. Expiration date: 01 apr 2025. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. H3, h6: the investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6), 2024 during the procedure the ria with reservoir was assembled and the reaming began. When x-rays were taken it was noticed that the reamer head remained in the guide and the hose was broken (the tree with the hose) and it did allow to move forward to continue reaming. In addition, it was noticed that metal particles remained in the patient's canal. Another ria kit was opened since it had not been possible to do enough reaming. The surgery was delayed for an hour. The procedure was successfully completed. This report is for one (1) ria 2 reaming kit 520mm sterile. This is report 1 of 2 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: d10 concomitant added h3, h6: device history review (DHR): part# 03.404.001s lot # 15006p0 manufacturing site: depuy synthes products, supplier; werk selzach logistik release to warehouse date: 09 apr 2024 expiration date: 01 apr 2025 corrected data: h6 health effect - clinical code & health effect - impact code updated device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, follow-up medwatch will be filed as appropriate.